Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar incidents, a review of trending data, a review of the service history, and a review of product labeling. Similar issues for splashing/pre-trigger exposures were not identified. The current complaint is the sole reportable complaint. No trends were identified. No non-conformances, potential nonconformances, or deviations were identified. A review of the analyzer service history identified no contributing factors on or around the date of the complaint. There have been no subsequent reports from the customer site regarding further splashing/exposure incidents. A cross functional team (cft) determined the incident was due to a use error in that the ambassador did not wear all recommended personal protective equipment while performing service activities that involved contaminated instrument components and chemical hazards. No systemic issue was identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
New follow up MDR incorrect location it was discovered on september 18, 2020 that the initial emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 1628664-2020-00120 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number.

Manufacturer narrative:
All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The technician was splashed in the eyes with pre-trigger solution when changing the dispense and bypass valve of the alinity s. The technician reported the doctor rinsed the eyes with sodium chloride (nacl) and also checked the eyes. The technician reported they are doing find and are back at work. No additional impact to patient management was reported.